Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, there was a non-recoverable fault on universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) clinical sales representative (csr) had done a hard restart of the patient side cart (psc), but issue remained. The isi technical support engineer (tse) reviewed the logs and confirmed the 319 error on the usm. The tse advised the customer to disable the usm to continue with the procedure. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a sleeve gastrectomy. The system initially powered on without errors. The site tried to hard reset multiple times although the universal surgical manipulator (usm) 3 continued to fault with the only option being to disable the usm. The case was converted to laparoscopy after the 3rd try. No further information regarding additional ports and patient tolerability is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. The unit was returned to failure analysis for error 319 and it was confirmed and replicated in-house. The unit was tested on an in-house system where it failed normal mode due to error 319 and 1126. The unit was also tested on an in-house patient side cart fixture test platform (pftp) where it failed the fiber test for the rolling loop. A gold rolling loop fiber was installed to troubleshoot with passing results.

Event description:
Refer to h10/h11 for follow-up information.